Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that as he was wearing the v-go on (B)(6) 2019 that the needle button popped up while wearing the v-go. Patient mentioned that he did not recall bumping the v-go. Patient placed the v-go on his left abdomen.